Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was no ventricular capture and the ventricular lead was not sensing therefore the patient was being paced inappropriately. The lead was explanted and replaced.